Event description:
(B)(6), dr (B)(6), injected lip dermal filler (kysse restylane) and it has led to distortion of my face and discomfort caused by dermal filler migration. I asked dr (B)(6) before the procedure if there were any complications that I should be concerned with and he told me not to worry, since he has never seen complications with fillers and they are a rare occurrence. I feel that I was manipulated since filler migration is a very common risk that I was unaware of until it happened to me and did a google search. I want my money back and professional assistance to recover. I first noticed the migration a few weeks after procedure. Also the unusual firmness, blurred lip line, and discomfort from swelling of lumps beyond my lips edge has/was pointed out to me 4 weeks after procedure. These symptoms have progressed now.